Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the sensor was not connecting. Customer when ahead and removed sensor when they noticed that the cannula was shorter than usual. The customer's blood glucose was unknown.